Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts were damaged on the 4 most distal stent strut rows, stent struts were stretched distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 24mm synergy stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.